Event description:
It was reported that the patient experienced a power-on-reset (por) condition. It had been a while since the patient recharged his device and he had to recharge it for his trial the previous week of this report. The patient viewed a por icon on his patient programmer (pp). A manufacturer representative was able to clear this por. No patient injury was reported.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).